Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to suspicion of loss of capture (loc) on the left ventricular (lv) lead. It was noted that the lv lead is a non-boston scientific lead. Ts reviewed the presenting egm and determined that the lv lead appears to have loc and an increase in pacing threshold measurements. No adverse patient effects were reported. This crt-d and non-boston scientific lv lead remain in service. Subsequently, additional information was provided that reported that the patient was seen by the clinic during a follow up visit. The crt-d system was evaluated and reprogrammed successfully. No additional adverse patient effects were reported. This crt-d and non-boston scientific lv lead remain in service.

Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of this cardiac resynchronization therapy defibrillator (crt-d) presenting electrogram (egm) due to suspicion of loss of capture (loc) on the left ventricular (lv) lead. It was noted that the lv lead is a non-boston scientific lead. Ts reviewed the presenting egm and determined that the lv lead appears to have loc and an increase in pacing threshold measurements. No adverse patient effects were reported. This crt-d and non-boston scientific lv lead remain in service.